Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 1-15-18 - reopened, revision performed on (B)(6) 2018. The hardware was removed and converted to a total hip arthroplasty. No complications regarding removal of hardware were reported.

Manufacturer narrative:
Patient information not available for reporting. Date of event: date of non-union is not known. Additional product code: ktt. (B)(4) lot number unknown. Explanted date: explant is scheduled for (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision is scheduled for (B)(6) 2018 due to malunion of the right femur. The original procedure to repair a pertrochanteric right hip fracture with a dynamic hip screw (dhs) construct was performed on (B)(6) 2011. Subsequently, the malunion was discovered. Device related malfunction is not reported. This report is for one (1) 4.5mm cortex screw self-tapping 46mm. This is report 7 of 7 for (B)(4).